Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the low voltage portion of the rv lead was suspected to be fractured. It was clarified that the rv lead exhibited high oor pacing impedance and rising pacing impedance measurements. The rv lead also exhibited high and rising capture thresholds. Reprogramming occurred. The rv lead was capped and replaced.

Manufacturer narrative:
Continuation of d10: product ID 5554-53 lead, implanted (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s daughter that there were two leads that were no longer connected resulting in an alert every four hours. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient¿s daughter that there were two leads that were no longer connected resulting in an alert every four hours. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead and ra lead exhibited out of range impedance and all alerts were turned off. It was further reported that patient was not connected to remote monitoring network. It was further reported that the ra and rv leads exhibited out of range (oor) high impedance.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead and ra lead exhibited out of range impedance and all alerts were turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 5554-53 serial# (B)(6) implanted: (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s daughter that there were two leads that were no longer connected resulting in an alert every four hours. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event. (B)(6) 2026, it was further reported that the rv lead and ra exhibited out of range impedance and all alerts were turned off.